Event description:
It was reported that an external fluid leak was observed from a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a piece of tape on the set return line, which likely indicated the location of the reported leak. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.